Manufacturer narrative:
The subject product was not returned for evaluation; however, photos were provided. The photos depict a broken trigger gear tooth and deformed/ broken fasteners. A broken trigger gear tooth can cause the device to stop firing fasteners, as was reported. Although the sample was not returned for evaluation, a broken trigger gear tooth is typically an indicator that excessive force was used while the device was in use or the device was fired into a hard structure. As reported, two fasteners were fired prior to the broken component was noted. Root cause is most likely use-related. A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification. Device has not been returned to date.

Event description:
It was reported that after two fasteners were fired from the sorbafix absorbable fixation system, a piece of foreign matter fell down from the location of the spanner (trigger) and no more fasteners could be fired. The sorbafix absorbable fixation system was replaced with a new one. There was no reported patient injury.